Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000110774.

Event description:
It was reported that the patient was experiencing high impedance and ineffective therapy, as a result, surgical intervention may occur to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place. The plan was to originally explant and replace the lead but the physician was not able to implant a new lead due to scar tissue. Patient was able to receive therapy with just one lead in the system.